Event description:
The patient reported infusion set cannula was bent which led to insulin flow blocked alarm and had high blood glucose levels which was treated with insulin bolus on (B)(6) 2026, and it has been in use for one day.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.